Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer had issues with the biometric identifier that was not working. The field service engineer (fse) checked biometric identifier (bio ID) for cable and connection integrity. Fse had reset and rebooted the equipment, nothing was working properly. Then a new bio ID was ordered and installed. Further troubleshooting involved removing and reinstalling the drivers. The "lumidigm" update package was then applied. After the update, the bio ID was tested in hardware test application (hta) and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cath lab screen does not allow users to log in, and biometric identifier had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.